Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited an occlusion issue.

Manufacturer narrative:
H3: one device was received for evaluation. The service history review of the device showed no relevant history. The customer reported issue was not confirmed no device problem was identified with the product as it passed all the tests performed.